Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification as it was identified that the flex tape and lower flex tape guide were damage. Both antenna cables were damaged, the right antenna failed functional test. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer which was returned for service subsequently tested out of specification during manufacturer's assessment. There was no patient involvement.